Event description:
It was reported to miethke that aprogav 2.0 sys ped.w/sa20 a.prechamber 9/29 (#fx441t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the valve was believed to be overdrainage. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Further details were not provided. Height : 51.5cm.

Manufacturer narrative:
This complaint was reopened in reference to qab 2154. Investigation: visual inspection: no significant deformationd or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav® 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of overdrainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The first measurement in the horizontal body position has shown that the valve with a value of 12.13 cmh20 is outside the permissible tolerance (perm. Tolerance 5 cmh20 ± 2 cmh20). Contrary to the suspected overdrainage the valve tends to underdrain. We performed a second measurement. The measured values of the second measurement were now 12.22 cmh20. This indicates that the valve is still outside the permissible tolerance, but an improvement in the values can be observed. Presumably further testing would lead to a continued improvement of the values, since the distilled water would flush any deposits inside the valve out. Result: it should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the valve was out of tolerance, but all other specifications were met. Contrary to the suspected overdrainage the valve tends to underdrain. Finally, we have dismantled the valve. Inside the valve we have found a small amount of build-up of substances (likely protein). Based on our investigation, we observed that the valve shows a slower flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.